Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found that maintenance was recommended and there was battery communication time out. Visual and functional tests were performed. The reported problem of the pump having a blank screen was not confirmed as the pump powered up successfully. The damage to the right plunger case was confirmed and was due to the customer dropping or mishandling the pump. Replaced right and left plunger cases and all plastic parts. As well as replaced the contaminated interconnect board and main board as that can cause the problem of intermittent connectivity.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was no communication between the pc boards, the screen was blank, it was beeping, and the syringe plunger driver was broken. The event occurred during testing. There was no patient involvement.